Event description:
During a follow-up, the device was found in standby mode.

Manufacturer narrative:
(B) (4) - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.